Event description:
Pt dislodged venous needle with no alarm condition. Estimated blood loss 2000 cc. Pt became pale, weak and somewhat unresponsive with a drop in blood pressure to 55/37, 1500 cc normal saline was administered and the pt transfused with 2 units blood. The gambro tech svs rep functionally checked the machine and found it to be operating to MFR's specs.